Event description:
During epidural catheter placement the catheter tip broke off in pt's back. Attempts to remove it were not successful (probably 1-2 mm of cath). The catheter tip was lodged in the pt's back after attempt to place catheter that would not thread.